Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was chosen to close an atrial septal defect (asd) using a 10f amplatzer trevisio intravascular delivery system. The device was prepared by the physician and loaded into the delivery system. Before the delivery system was inserted into the patient, the device could safely exit the loader and was then reinserted into the loader. Once the device was inside the patient, the left disc was deployed in the left atrium and the right disc was released in the right atrium. The positioning was not satisfactory, so the device was recaptured twice. Once the left disc was deployed again, it opened with the distal nose portion towards the waist, almost resembling a flower shape. When the device was attempted to be recaptured, the device would not recapture into the sheath. The device was mostly recaptured but not entirely. A wire was used to remove the sheath and the device from the patient. There was no interaction with cardiac structures during deployment. There was no angulation or kink noted in the delivery system. The devices were replaced with a new 28mm amplatzer septal occluder and 10f amplatzer trevisio intravascular delivery system, and the procedure was completed successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Manufacturer narrative:
An event of retraction problem was reported. The device was received for investigation; however, the reported retraction problem could not be replicated in a testing environment due to the returned conditions of the device (damage (product quality problem) on the sheath and loading system). Additionally, it was observed that the sheath and loading system were damaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause for the report retraction problem could not be determined. The observed damage sheath and loading system could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was chosen to close an atrial septal defect (asd) using a 10f amplatzer trevisio intravascular delivery system. The device was prepared by the physician and loaded into the delivery system. Before the delivery system was inserted into the patient, the device could safely exit the loader and was then reinserted into the loader. Once the device was inside the patient, the left disc was deployed in the left atrium and the right disc was released in the right atrium. The positioning was not satisfactory, so the device was recaptured twice. Once the left disc was deployed again, it opened with the distal nose portion towards the waist, almost resembling a flower shape. When the device was attempted to be recaptured, the device would not recapture into the sheath. The device was mostly recaptured but not entirely. A wire was used to remove the sheath and the device from the patient. There was no interaction with cardiac structures during deployment. There was no angulation or kink noted in the delivery system. The devices were replaced with a new 28mm amplatzer septal occluder and 10f amplatzer trevisio intravascular delivery system, and the procedure was completed successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.